Manufacturer narrative:
A ge service representative performed an on site investigation. Batteries replaced. The system is working as intended. System returned to service.

Event description:
It was reported that the 9800 system has intermittent charger failed error. There was no report of patient injury.